Event description:
Medics were called to a person complaining of chest pain. After the medics arrived, the pt lost consciousness and the defibrillation electrodes were put on the pt. The unit kept indicating "connect electrodes". The operator subsequently disconnected the therapy cable and attached the standard external paddles. The medic indicated he could not obtain a "clear reading" using the standard external paddles. The pt was diagnosed with a pea rhythm. The pt was not resuscitated. The pt had recently undergone shoulder surgery and they suspected the pt was experiencing a pulmonary embolism. The reporter indicated the alleged problem did not likely cause or contribute to the pt's death. This opinion was based on an assessment of the pt's condition.